Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). It was suspected that the ipg had flipped and therefore patient underwent revision procedure where it was confirmed that the ipg had flipped so the physician flipped it back. Post procedure, the charging issues had not resolved. Due to charging issues not resolving, the patient underwent another procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). It was suspected that the ipg had flipped and therefore patient underwent revision procedure where it was confirmed that the ipg had flipped so the physician flipped it back. Post procedure, the charging issues had not resolved. Due to charging issues not resolving, the patient underwent another procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was successfully recharged in a single charging cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed misalignment of charger with ipg and poor ventilation, causing the charging process to stop once a temperature limit is reached. These factors can directly lead to ineffective charging cycles. A labeling review was performed, and it did not reveal any anomalies as it states that over time, the stimulator may move from its original position. If the rechargeable stimulator flips over in the patients body, it cannot be charged. These are known risks with the use of spinal cord stimulation. Additionally the charger handbook states to make sure the charger is well ventilated and centered over the stimulator. The returned ipg was analyzed and passed all tests performed. Device analysis confirmed that the ipg met specifications and was able to recharge normally using a properly aligned charger. Review of the charging log showed repeated misalignment between the charger and the ipg, along with charging interruptions caused by elevated temperature due to insufficient ventilation. The devices migration is a known inherent risk described in labeling, which likely contributed to the misalignment and resulting charging failure.